Event description:
Customer reported not being able to test his blood glucose due to using expired strips with their precision xtra meter. Customer reported experiencing symptoms of "blurry vision, muscle weakness, constant thirst and urination". Customer reported going to a local hospital where he was told that his blood sugar was around 700 mg/dl and being treated with IV insulin. There was no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported using expired test strips.